Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic surgery to remove essure implant, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower outcome was unknown and the female sexual dysfunction, migraine, dyspareunia, fatigue and weight increased was resolving. The reporter considered abdominal pain lower, dyspareunia, fatigue, female sexual dysfunction, migraine and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet received. Essure insertion date was updated. Event injury nos was replaced by the new events: apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain, lower abdominal pain, she did not undergo essure confirmation test. Event outcome was updated for the new events: dyspareunia, apareunia, fatigue, weight gain, migraines / headaches. Reporter's information and concomitant condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.